Manufacturer narrative:
The sample was received in used conditions and without its original packaging. The sample was visually inspected, at a distance of 12 and 24 normal conditions of illumination, no discrepancies were found. A leak test was performed using hydrostat vessel, there was a leak detected in the air vent of the filter, there was a leak detected in the air vent of the filter. The filter was received damaged from the supplier. The filter became damaged after the product left (B)(6) facilities.

Event description:
It was reported that after taking shower, the patient noticed fluid leaked from the filter during the use of the product. No patient injury was reported.